Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, patient was revised on the right side on (B)(6) 2010 due to loosening of the cup.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient enrolled in a clinical study underwent right total hip arthroplasty on an unknown date in(B)(6) 2001. Patient underwent a radical debridement and irrigation and debridement on unknown dates in (B)(6) 2001. Subsequently, patient underwent a revision due to unknown reason on an unknown date in 2002. It was further reported patient underwent a revision procedure on (B)(6) 2007. Subsequently, patient was revised on the right side on (B)(6), 2010 due to loosening of the cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.